Manufacturer narrative:
The reported device does not meet criteria for reporting as it is not approved for sale in the u.s. The initial MDR 3500a was filed in error. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Not returned to manufacturer.

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced a loss of two snellen lines or more compared to baseline at three months postoperatively or later. Additional information was requested.